Event description:
A customer reported that an ophthalmic forceps would not fit into cannula during a vitrectomy. Surgery was completed using another forceps and there was no patient impact reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are no additional complaints associated with it. The investigation is completed based on the sample evaluation documented below. The sample was received in its inner and outer blister, covered by the tyvek foil, showing the lot information. The sample shows no macroscopic signs of damage. There are signs of surgery residues evident. The sample was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection showed no abnormalities. The sample was then tested with an internal inspection equipment representing the alcon cannula, which showed that the product could not be inserted and the insert was getting jammed. This confirms the customer¿s report. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause for the connection failure cannot be determined. It cannot be determined how or where the damage to the sample occurred; therefore a root cause for the customers reported event could not be determined conclusively. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).